Manufacturer narrative:
Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformance's and the batch met all finished goods release criteria. The composition and the origin of the foreign body removed from the pt is unk as it was discarded by the hosp. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the absorbable hemostat was used to stop oozing during a kidney resection in 2007. During this procedure, two pieces of the absorbable hemostat (7.5x10cm) were used and left insitu. The pt was then discharged home on twenty seven days later. Postoperatively the pt developed a fluid collection in the area of the umbilicus which was confirmed by ultrasound. A CT scan was then performed and showed a round object 60 mm in diameter with a density of 40 hu. A reoperation was performed on approx two months later in another hospital. "Something" looking like knitted material was removed from pt's abdomen and discarded. No further treatment was required by the pt. The pt has now recovered.